Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that prior to use, two implantable cardioverter defibrillators (ICD) exhibited a gray bar on interrogation, indicating low telemetry battery voltage. The devices were not used. There was no patient involvement.